Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-03657 / 03659 & 03661).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2003 and (B)(6) 2009 due to patient allegations of pain, swelling, discomfort, dysfunction, damage to surrounding bone and tissue, loss of range of motion and lack of mobility. Legal counsel for patient alleged that no apparent bone ingrowth of the acetabular component was noted during the revision procedure on (B)(6) 2003. A review of invoice history confirmed the initial surgery date. Invoice history further confirmed that all components were removed and replaced during the first revision surgery. A revision invoice for the second revision procedure indicates that the procedure was performed on (B)(6) 2009 and that all components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.